Event description:
Complaint received about disconnection with leaking. According to (B)(6), pharmacist, this incident occurred at the end of infusion of a chemotherapy drug-5-fu. The patient's wife noticed that the patient's shirt was wet. The nurse came to look and found that the spinning spiros came off completely from the tubing set. There was leakage but not certain if it came from the chemo drug or the saline used. The spill was cleaned up per facility's protocol. There were no adverse patient/clinician consequences reported.

Manufacturer narrative:
No device returned for investigation.